Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
The device was received from (B)(6) for service. During service of the device, it was found to have a hole in the hose. It is unk if the device was used during surgery, and it is unk if injury or medical intervention occurred. There was no additional info provided.